Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2008.

Event description:
It was reported that following a recent device replacement, the right ventricular (rv) lead exhibited high impedances when in bipolar, though it was noted to be within normal limits when in unipolar. An x-ray was done, indicating that the lead appeared to be fully inserted into the device header. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.